Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging an error (unk error) issue with the one touch ultramini meter. The complaint was classified based on the customer care advocate's (cca) documentation. The pt stated that the reported issue began the same day at 10 am. During that time, the pt reportedly obtained an error message (unk) on the subject meter. The pt indicated that the error message came before applying the blood sample on the test strips. The pt stated that she ran out of test strips since she used up all the 10 test strips that came with the subject meter. The pt then reportedly could not test the blood sugar and reportedly experienced symptoms of "shakiness and sweatiness", at the same time the reported issue began. As a result of the reported issue, the pt did not make any changes to the diabetic medications. On the same day, after the reported issue, at around 10:10 am, the pt reportedly obtained a reading of "60 mg/dl" on the other unspecified meter and reportedly took food and/or drink as described self-treatment. Replacement products were sent to the pt. Although, the alleged symptoms occurred at the same time the reported issue began, this complaint is being reported since the pt reportedly obtained a reading of "60 mg/dl" on the other meter that could be suggestive of a hypoglycemic episode after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.